Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: initial customer report indicated an error 41622 issue. Complaint was confirmed during motor test; the flex cam ay was not functioning properly. Subsequent testing found scratches on the lens. The flex cam ay and lens were replaced with new ones. Performance verification test was performed. All tests passed within specifications. Probable cause: flex cam ay. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41622-1003. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.